Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been admitted to the hospital for diabetic ketoacidosis. As the customer's a1c had elevated, the customer's healthcare provider has agreed with the customer that daily insulin injections may be a better option to manage diabetes. Although requested, additional information was not provided.